Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Imdrf device code a0504 captures the reportable event of balloon leaked in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the esophagus during an esophageal dilatation procedure performed on an unknown date. During the procedure, the balloon was passed through the scope and positioned in the center of the stricture. When the balloon was inflated, it was noticed that the balloon was not inflating, and the saline was leaking into the patient. The balloon was removed and inspected. It was leaking from where the proximal part of the balloon is joined to the catheter. The procedure was completed with another smaller sized cre wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the esophagus during an esophageal dilatation procedure performed on an unknown date. During the procedure, the balloon was passed through the scope and positioned in the center of the stricture. When the balloon was inflated, it was noticed that the balloon was not inflating, and the saline was leaking into the patient. The balloon was removed and inspected. It was leaking from where the proximal part of the balloon is joined to the catheter. The procedure was completed with another smaller sized cre wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0504 captures the reportable event of balloon leaked in the esophagus. Block h10: investigation results: the returned cre wireguided dilatation balloon was analyzed, and a visual evaluation found no damages were found on to the balloon and catheter of the device. Functional analysis was performed. The balloon was inflated without a problem and held pressure during testing. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon leak was not confirmed. No damages were found on the returned device and the balloon inflated properly during functional testing. There was no evidence of any damages or issues that would indicate a problem with the device. Therefore, the most probable root cause is no problem detected. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.